Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose was over 700 mg/dl at the time of incident. The customer's blood glucose was 127 mg/dl at the time of call. The nurse stated that the customer gave manual injections for correction. The nurse stated that the emergency medical services came and gave treatment. The nurse reported that the customer was throwing up. The nurse stated that the customer was wearing the insulin pump during hospitalization. The nurse declined to check for issues. The customer then stated that they had a bent cannula. The customer was advised how to prevent bent cannula. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.